Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates arterial - swing wire guide/catheter resistance - kinked.

Event description:
The customer reports during a procedure, there was a needle-wire release.

Event description:
The customer reports during a procedure, there was a needle-wire release.

Manufacturer narrative:
(B)(4). The customer returned one used arterial catheterization device and the lidstock from a ra-04220 kit for evaluation. The catheter and spring-wire guide were identified to be kinked toward the distal end. Part of the spring-wire guide was protruding from the catheter. The kinked area of the catheter showed signs of folding, indicating undue force was applied. The kinked area of the spring-wire guide did not show any coil offset. The catheter body was kinked 27 mm from the catheter hub. 3 mm of the spring-wire guide was protruding from distal tip of the catheter. The inner diameter of the catheter tip was measured and was found to be within specification. The spring-wire guide was kinked 15 mm from distal end the distal end. The outer diameter of the spring-wire guide was also found to be within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest that the catheterization device be removed by firmly holding the introducer needle hub in position and advancing the catheter forward, with a slight rotating motion, over the spring-wire guide into the vesse l. The customer reported issue of the arterial catheter and spring-wire guide kinking during use was confirmed during the complaint investigation. The returned catheterization device was visually examined and the catheter and spring-wire guide were found to be kinked toward the distal tip. The catheter body showed signs of folding, indicating undue force was applied. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.